Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white cable draining quicker than the black cable on the system controller was confirmed via the submitted and downloaded log files; however, the reported event could not be reproduced. The submitted log file and the downloaded log file from the returned system controller contained data spanning 9 days ((B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp. The log file captured intermittent low power advisory alarms while connected to battery power due to the rsoc voltage in the white power cable atypically fluctuating and dropping below the minimum voltage threshold. The alarm resolved itself when the rsoc voltage was restored to its expected threshold voltage. In addition, the log file also captured intermittent power cable disconnect alarms due to the rsoc voltage in the white power cable dropping below the minimum voltage threshold. The alarms resolved themselves once the rsoc voltage in the white power cable was restored to its expected value. The system controller was visually inspected and kinks were found in both power cables and a broken strain reliefs on the connector side of the white power cable. The controller was connected to a test system monitor, power module, and pump and operated as intended. The controller was then operated on battery power and operated as intended. The returned controller was functionally tested with a test power module, system monitor, and mock circulatory loop, and the reported audible alarms without an associated visual alarm were reproduced by flexing the white power cable near the strain relief on the controller side of the cable. Elevated resistances were observed on underlying wires within the white power cable; this is consistent with the early stages of conductor breakdown. The outer jacket and protective layers were removed from both power cables to inspect the underlying wires, revealing a green substance, consistent with fluid ingress within the cable. The underlying wires were in unremarkable physical condition. Additional information provided on (B)(6) 2021 stated that all alarms resolved with the controller exchange and the controller has been returned. The root cause for the reported event could not be determined through this analysis; however, the early stages of conductor breakdown in the white power cable could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii IFU under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age at the time of the event has been estimated. The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the office for ventricular assist device (vad) interrogation as the patient continued to hear beeps throughout the day that indicated low voltage. The beeps occurred on both battery power and electricity. The patient was using new batteries and clips, but it did not make a difference. The pins on the controller appeared to be intact. The white controller cable had what looked like black debris in the white cable. The driveline was intact. The patient was placed on the backup controller. Therefore, (B)(4) was now the primary controller. The patient was instructed to charge the backup battery in the new controller and contact the office if alarms reoccurred. The alarms resolved with the controller exchange.